Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ inr = 3.8; repeat 2.0 pt self-tester tested and obtained an unexpected high result of inratio = 3.8. He then waited 3 minutes and retested using the same finger/puncture site and obtained inratio=2.0. Therapeutic range: 2.5-3.5. Pt self-tester usually has difficulty obtaining sample, however, he states that he had no problems obtaining sample yesterday; blood flowed easily.

Manufacturer narrative:
Investigation pending.